Event description:
The company rec'd a report where it was claimed that cuff leaked during pt use. The end clinician elected to extubate and reintubate with a replacement tube. The caller reported that the replacement tube failed in the same manner.

Manufacturer narrative:
Part (B)(4) is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k082520. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.